Event description:
It was reported that during routine follow-up it was discovered that the right ventricular (rv) lead impedance was greater than 2,000 ohms which triggered the lead safety switch (lss) of the pacemaker. The lss automatically switches the programmed vector from bipolar to unipolar when it detects out-of-range impedance. The unipolar setting resulted in rv channel noise that was sensed by the pacemaker and led to some pacing inhibition and a short phase of asystole, as the patient was dependent and had no spontaneous rhythm. It was noted that the impedance rise had been gradual in the trend. The physician planned to continue to monitor the patient and evaluate further for rv lead replacement. The rv lead remains implanted and in service at this time and no adverse patient effects were reported.

Event description:
It was reported that during routine follow-up it was discovered that the right ventricular (rv) lead impedance was greater than 2,000 ohms which triggered the lead safety switch (lss) of the pacemaker. The lss automatically switches the programmed vector from bipolar to unipolar when it detects out-of-range impedance. The unipolar setting resulted in rv channel noise that was sensed by the pacemaker and led to some pacing inhibition and a short phase of asystole, as the patient was dependent and had no spontaneous rhythm. It was noted that the impedance rise had been gradual in the trend. The physician planned to continue to monitor the patient and evaluate further for rv lead replacement. The rv lead remains implanted and in service at this time and no adverse patient effects were reported.